Event description:
During a remote follow up, a loss of capture and inappropriate mode switching was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.